Event description:
Pick snapped off during microfracture of the talus. The wound was extended to enable retrieval. A one hour delay resulted and a back-up device was available. No patient injury or complication took place.

Manufacturer narrative:
It appears that the device may have gotten caught up in the boney structure of the talus and could not easily be removed, resulting in the tip breaking. No other complaints are on file for this lot.